Event description:
Elderly male with longstanding history of coronary artery disease (cad) and past medical surgical history of coronary artery bypass graft (CABG) x3, and aortic valve replacement (avr) with bovine pericardial valve for severe aortic stenosis 6 years ago. EKG positive for lateral wall st segment depression. The guide wire in question was passed into the obtuse marginal branch. The balloon was then inflated, deflated and then removed. Upon inspection of the guide wire upon removal by the surgeon, it was noticed that the distal end of the guidewire was fractured. Multiple guidewires were inserted in an attempt to remove the fractured tip and finally the wire was removed using a 4mm microsnare without incident. No harm or injury to patient occurred throughout this process.======================manufacturer response for intracoronay guidewire, ichoce pt 0.014in x 182cm (per site reporter).======================information taken. Replacement box to be sent to facility and return kit.